Event description:
This catheter was being utilized for a dilatation procedure in a lower leg artery. The balloon had been inflated twice to 2 atmospheres when the it burst. Attempts to withdrew the catheter as well as remove the catheter with the sheath were unsuccessful. During these attempts, the tip of the catheter broke off and lodged in the vessel. A cook wire loop was used to retrieve the catheter tip. This process took approx 2.5 hours and some problems were encountered with the pt's glucose level.